Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/10/2020. Additional h3 investigation summary: one empty labeled winding former and needle/suture piece was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected, the tip needle was noted bending due to use, body fluids and tissue could be observed along of the strand and the end of the suture was noted with a lineal cut, that appears to be by use of a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample received the assignable cause of the breakage suture was an improper handling.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a fibroid surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture broke. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.